Event description:
52 yr old pt had pre-malignant mastopathy requiring prophylactic mastectomy in 1988. This was done on both the left and right sides. She extruded her right breast implant secondary to infection and had had some add'l skin loss. This required a transverse rectus abdominis myocutaneous flap reconstruction. Her left side was reconstructed with co implant. Over the past several years has had progressive fibromyalgia type symptoms, chronic fatigue, and other related immune type disorders, however, serology was negative. She was referred by her internist for consideration for removal of her residual implant to see if it would help her symptoms. On 11/7/95 she underwent open capsulectomy and explantation of left breast implant and left breast reconstruction.